Event description:
Ous MDR - after an implantation period of about 76 months, shock impedance values > 200 ohm and oversensing was reported via home monitoring. On the next day the patient was reportedly admitted to hospital due to inappropriate shocks. Upon interrogation, the ICD indicated eos. The ICD was explanted, the lead was capped and left in situ.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. The received data were carefully analysed. The available data confirmed the drop in pacing impedance below 200 ohm on (B)(6) which has been mentioned in the complaint description. Furthermore, the data show intermittent drops in rv sensing starting in (B)(6) 2015. The presence of artefacts in the rv channel with subsequent shock delivery can also be confirmed from the iegms. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.